Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the offsets were out of range. The stm calibrated the offsets then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.